Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead presented with a sudden increase in the pacing impedance measurements to above 3,000 ohms. The pacing threshold measurements had also increased and there was noise observed on the atrial channel. An x-ray was performed but the results were inconclusive. A revision was performed and measurements taken on the pacing system analyzer (psa) confirmed that the pacing impedance measurements on the ra lead were out of range. The ra lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead had been severed approximately 140 millimeters from the lead¿s terminal pin; two segments were returned. Microscopic analysis shows that the anode conductor coil is fractured 99 millimeters from the terminal pin. The conductor coils are slightly separated at this location and the insulation appears torn. In addition, the terminal segment of the lead body is curved and there are marks in the insulation. The fracture location would have likely been in the device pocket area. Based on analysis, it is believed that fatigue or stress to the lead body at the fracture site led to the break of the conductor coil.